Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of sensor is falling apart and working intermittently was confirmed. The screws are pulling through the screw holes on the housing. The usb cable was cut with wires showing near the strain relief causing an intermittent connection. Due to the usb cable being cut and causing an intermittent connection, the tracking and ECG functionalities do not work properly. The root cause of the failure was identified as use-related damage. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm sensor is falling apart and working intermittently. On (B)(6) 2021 - found during evaluation: the usb cable was cut with wires showing near the strain relief causing an intermittent connection.